Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The carefusion field service engineer (fse) reported to have evaluated the suspect device. An evaluation was performed and the fse replaced the suspect power supply assembly. The fse performed extended system tests and the operational verification procedure and reported the unit is meeting manufacturer specifications. Results of investigation: the carefusion failure analysis laboratory received the suspect component for investigation. An investigation was performed and identified the root cause of the reported issue was due to faulty fuse located within the assembly (f301). After replacing the fuse, the issue was resolved. This issue will be internally investigated within carefusion.

Event description:
The company representative reported before performing preventative maintenance on the vela ventilator; the unit's alternate-current, direct current (ac/dc) status indicator does not turn on. The company representative reported changing the blown fuse, but the issue was not resolved. The company representative reported no patient involvement is associated with the event.